Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer stated that first the catheter had been over pierced by the new guidewire, the doctor tried to use another new catheter to insert again. The patient died after few hours.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.